Event description:
It was reported that there was a st segment elevation and air seen in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The first 30mm closure device was deployed in the laa, but did not meet release criteria and needed to be fully recaptured. This device was fully recaptured without any complications. After the deployment of the second 30mm closure device there was a st segment elevation that was noted. In addition air was noted in the ascending aorta on fluoroscopy. The patients blood pressure briefly dropped to 86mmhg systolic. Neosynephrine was given per cardiac anesthesia to support the blood pressure drop. Left heart catheterization was performed to assess the coronaries. No left ventricle dysfunction was noted per transesophageal echocardiogram(tee). St segment elevation went back to normal. The air in ascending aorta resolved on its own. The device was assessed and it met release criteria. The closure device was released and successfully implanted in the patient. The patient was extubated in the cathlab. The patient did well and was discharged.